Event description:
It reported via email that the customer has experienced some issues with the insulin pump's piston. It was stated that the piston takes too long to reach the reservoir and the threads seem to be worn. When the piston does connect; sometimes insulin would start squirting out. The customer was unable to troubleshoot and would be getting back in contact. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.